Event description:
The customer reported that originally the ventilator would not power off, so they replaced the user interface assembly and then the touchscreen would not work. There was no patient involvement. The customer spoke with a remote service engineer (rse) who advised to check the service codes. The customer found the following codes auxiliary alarm supply failed, 35 v supply failed, backup alarm failed, and alarm led failed. The rse advised the customer to replace the power management board.

Manufacturer narrative:
The field service engineer (fse) replaced the power management board to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.